Manufacturer narrative:
On 6/24/2020, it was reported to mentor that the patient experienced bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the photo of the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2020, upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the 6910386 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and suffered from rupture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor gel breast implant on (B)(6) 2020.